Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. No backup insulin therapy was available but customer follow up from tandem technical support to verify that backup therapy was obtained. Customer¿s blood glucose level was 187 mg/dl.